Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 1 year, 2 months after the dental implant and abutment were placed in ada site 3 in the mouth, the implant lost osseointegration in type ii bone. Clinician reports mobility, bone loss, occlusal trauma and a biomechanical overload. The product will be forwarded to the manufacturer for investigation. There were no reported post-op complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation, the event was considered as osseointegration failure. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported that 1 year, 2 months after the dental implant and abutment were placed in ada site 3 in the mouth, the implant lost osseointegration in type ii bone. Clinician reports mobility, bone loss, occlusal trauma and a biomechanical overload. The product will be forwarded to the manufacturer for investigation. There were no reported post-op complications. (B)(4).